Manufacturer narrative:
Concomitant medical products: product ID :977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-mar-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 20-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that they realized about 3 months after implant the device did not work and it was removed about 3 months after it was implanted. There was a 3.5 cm part of the lead that was left inside and now is causing arthritis and she has to go see a spinal surgeon now. Pt asked general questions and general information was reviewed about device/lead removal.

Event description:
Additional information was received from the patient. It was reported that issues started one to two years after implant (not a couple of months after implant). Patient could not say for sure if it was in 2016 or 2017. Patient clarified they did not get the therapy they expected. When the stimulation was on, she would experience very painful pinching sensation in her back, couldn¿t walk because their legs would have involuntary muscle spasms, whole body felt like it was being electrocuted. It would stop when device was turned off. The patient could not recall anything happening that would have caused the device issues a year or two after implant. The doctor never informed her what was causing the issues. Patient met with a manufacturer representative (rep) on several occasions for reprogramming, but none of the reprogrammed settings resolved the issues listed above. Xray, CT and MRI scans were done ¿ none of them identified any device issues. Patient stopped using the device when they first noticed the issues and then had it explanted about a year later. Explant around 2016/2017.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2015 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2015 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.